Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04164. It was reported the pt was experiencing ipg pocket heating while recharging the ipg. The sjm rep was to meet with the pt and provide a new charging system from the charger swap program.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r; 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories, and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.